Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. On 10/09/2024, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient was at work and when the cgm reading was 214 mg/dl, around 08:00am, the patient was asymptomatic. Around 01:30pm the patient suddenly felt bad, had a weird feeling, was disoriented, and eventually fainted. The patient was assisted by a colleague, who took the patient to the medical room at work. The paramedics were called and when the paramedics performed a fingerstick the cgm reading was 173 mg/dl, and the blood glucose reading was 40 mg/dl. The patient was given 1 glass of orange juice to alleviate symptoms. When a fingerstick was taken after treatment the blood glucose reading was 127 mg/dl. Even though the patient was still a bit wobbling and shaky, the patient refused further treatment, and eventually recovered. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. The customer complaint is undetermined as analysis would not be able to confirm the complaint nor determine a potential root cause. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.